Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed on the right ventricular (rv) lead during ventricular fibrillation. The rv lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.